Manufacturer narrative:
Batch review performed on 26 march 2024. Lot 2005457: (B)(4) items manufactured and released on 29-jul-2020. Expiration date: 2025-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with other 2 similar reported event during the period of review. Other devices involved: reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot 2306544: (B)(4) items manufactured and released on 10-may-2023. Expiration date: 2028-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2023. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the liner and the surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. The surgeon revised the liner, glenosphere and metaphysis. The surgery was completed successfully.